Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). Furthermore, there were differing longevity estimates given over the last and a half year from 4.5 years to 1.5 years. Data analysis has been requested from technical services (ts) and at this time, no additional information has been received. It was also noted all lead measurements were satisfactory and the right ventricular (rv) lead threshold had not changed since the previous check and remained stable at 1v (volts) at 0.4ms (milliseconds). The device remains in service and no adverse patient effects were reported.